Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The difficult to open or close was not confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. It is possible the foot was in the access site; however, this cannot be confirmed. In this case, the returned device opened and closed without issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was a venotomy closure of a right common femoral vein using a prostyle device after a diagnostic angiogram procedure with a 6f sheath. Reportedly, when deploying the foot, the foot was slightly raised and resistance was felt, as the foot would not fully open. The foot seemed to be stuck and wasn't able to lift up. The foot was then lowered, and the device was removed from the patient without issue. No tissue damage was observed. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy.